Event description:
It was reported that the device while operated in o2 therapy mode alerted loudly and shrilly several times within an hour, then shut down and rebooted. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was made available for further investigation. The analysis of the log file revealed that the ventilation unit had performed restarts on the reported date of event. In the course of the investigation, the pba m48.3 and the micro-sd cards were requested for a hardware analysis in addition. Based on the log file analysis, it could be verified, that the ventilation unit performed restarts on the reported date of event. Contrary to what was reported, the restarts occurred in o2 therapy mode but also in pc-bipap mode. After a successful restart, the alarm message ¿ventilation unit restarted¿ was displayed on the screen and ventilation was then continued. The restart was triggered by a temporary failure of the pba m48.3. The pba m48.3 was replaced by dräger service and the device was tested and confirmed to be operating as per manufacturer´s specification. The hardware analysis of the requested and returned parts did not reveal any permanent malfunction. For safety reasons, the software of the ventilator continuously analyses and verifies the correct function of the device. In the event that the safety software of the ventilation unit requests a warm start, the emergency valve is opened against the environment to allow the patient to breathe spontaneously. After a successful restart of the ventilation unit, the alarm message ¿ventilation unit restarted¿ is issued with an accompanying acoustic alarm tone sequence. The device behaved as specified and displayed the corresponding alarm message on the screen to inform the user of the problem. Based on the investigation result, the case was re-assessed and considered to be reportable. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.